Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years post filter deployment, patient was scheduled for ivc filter removal. Subsequent CT revealed, lateral tilting is noted. There are multiple struts extending outside of the ivc lumen. Ivc at this level appears occluded with no flow identified distally. Approximately one month later, patient presented with abdominal pain. Subsequent CT revealed, below the level of the filter is nearly collapsed. Eventually six months later, the patient again scheduled for filter removal due to filter was embedded, fractured and occluded. Subsequent inferior vena cava venography revealed, thrombosed ivc, and the need to remove the indwelling filter, a new suprarenal bard denali retrievable filter was placed to protect against pulmonary embolism. Then, the indwelling, embedded bard denali infrarenal filter was removed using a sheath and snare. It was noted that there was already a fractured strut. After removing the filter, there is a second fractured strut. The first run was removed using the rigid bronchoscopic forceps, uneventfully. The second strut, which was penetrating the duodenum, was embedded but after partial dislodgment, traveled to the left pulmonary artery. After an unsuccessful attempt, the fractured strut was removed uneventfully. The newly placed bard denali filter was uneventfully removed using snare device and 16 french sheath. Therefore, the investigation is confirmed for filter tilt, filter limb detachment, perforation of the ivc, occlusion of the ivc filter and retrieval difficulties. Per medical records, attempts were made to engage the filter using snare and forceps but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted, struts detached and perforated outside of the ivc lumen. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced chronic abdominal pain lower right due to filter removal and stents placement. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege bard unknown filter was deployed in the inferior vena cava below the renal veins for a patient with an unknown indication. This was performed under direct fluoroscopic guidance. The delivery sheath was removed, and hemostasis achieved with direct pressure. Approximately six years of post deployment, computed tomography of abdomen and pelvis was performed which showed there was a focal inferior vena cava filter identified in the infra renal inferior vena cava. Lateral tilting was noted. There are multiple struts extending outside of the inferior vena cava lumen. Inferior vena cava appears occluded with no flow identified distally. Flow was identified cephalad to the stent. Around one month later, computed tomography of abdomen and pelvis was performed for inferior vena cava filter with thrombus which showed there was an inferior vena cava filter in the infra renal location. The inferior vena cava below the level of the filter was nearly collapsed and cannot be commented on. There was no free fluid or lymphadenopathy in the pelvis. The next day, lower extremity venous duplex ultrasound was performed for lower extremity deep venous thrombosis which showed extensive bilateral deep venous thrombosis involving bilateral lower extremities. Inferior vena cavogram was performed which showed through the right internal jugular vein approach, a 5-french straight flush catheter was advanced across the inferior vena cava filter and into the distal inferior vena cava. Given the difficulty with passage of the wire into the distal inferior vena cava, thrombus within the iliac and inferior vena cava system suspected. Contrast was injected and inferior vena cavogram was performed. The findings demonstrated chronic thrombosis of the distal inferior vena cava with multiple collaterals seen inferior to the inferior vena cava filter. The inferior vena cava superior to the inferior vena cava filter was patent. Bilateral renal veins are noted. The catheter was then removed. Around six months later, catheter venography, inferior vena cava filter placement, inferior vena cava filter removal, transcatheter foreign body removal x 3, venous intervention was performed for embedded, fractured inferior vena cava filter which showed spot images of the chest and of the filter were performed prior to intervention, to evaluate the filter integrity and to confirm no dislodged foreign bodies. After initial inferior vena cava venography, showing thrombosed inferior vena cava, and the need to remove the indwelling filter, a new suprarenal bard denali retrievable filter was placed to protect against pulmonary embolism. Then, the indwelling, embedded bard denali infra renal filter was removed using a combination of rigid bronchoscopic forceps, 16-french sheath, and trilobed snare. It was noted that there was already a tilted with a broken strut based on outside computed tomography prior to intervention. After removing the filter, there was a second fractured strut, which corresponded to the strut penetrating the duodenum on computed tomography. Therefore, aggressive attempts at removal were performed, given long-term risk of gastrointestinal bleeding, and of filter strut dislodgement and embolization. The first run was removed using the rigid bronchoscopic forceps, uneventfully. The second strut, the strut penetrating the duodenum, was embedded but after partial dislodgement, traveled to the left pulmonary artery. Then, catheterization and diagnostic angiography of the left pulmonary artery was performed to assess the foreign body position and whether there was extravasation. This was also used to guide foreign body removal. A 10 french sheath telescoping system with a 7 french guiding catheter and the snare was used to engage and remove the fractured strut, without having to drag it along the pulmonary artery. It was able to be folded inside the 7-french guide catheter and removed uneventfully. Completion pulmonary angiography was performed of the left pulmonary artery to confirm no extravasation. After intervention of the infra renal inferior vena cava and iliac veins, mechanical thrombectomy of the suprarenal inferior vena cava within the clot inside the denali filter was performed, prior to removing the filter. Then, under fluoroscopic guidance, the newly placed bard denali filter was uneventfully removed using snare device and 16 french sheath. Therefore, the investigation is confirmed for filter tilt, filter limb detachment, perforation of the ivc and occlusion of the ivc filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6,g3,h6 (method, conclusion). H11: h6 (result). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted, struts detached and perforated outside of the inferior vena cava lumen. The device and the detached struts were removed percutaneously. The patient experienced chronic abdominal pain lower right due to filter removal and stents placement. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years post filter deployment, patient was scheduled for ivc filter removal. Subsequent CT revealed, lateral tilting is noted. There are multiple struts extending outside of the ivc lumen. Ivc at this level appears occluded with no flow identified distally. Approximately one month later, patient presented with abdominal pain. Subsequent CT revealed, below the level of the filter is nearly collapsed. Eventually six months later, the patient again scheduled for filter removal due to filter was embedded, fractured and occluded. Subsequent inferior vena cava venography revealed, thrombosed ivc, and the need to remove the indwelling filter, a new suprarenal bard denali retrievable filter was placed to protect against pulmonary embolism. Then, the indwelling, embedded bard denali infra renal filter was removed using a sheath and snare. It was noted that there was already a fractured strut. After removing the filter, there is a second fractured strut. The first run was removed using the rigid bronchoscopic forceps, uneventfully. The second strut, which was penetrating the duodenum, was embedded but after partial dislodgment, traveled to the left pulmonary artery. After an unsuccessful attempt, the fractured strut was removed uneventfully. The newly placed bard denali filter was uneventfully removed using snare device and 16 french sheath. Therefore, the investigation is confirmed for filter tilt, filter limb detachment, perforation of the ivc and occlusion of the ivc filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5,g4,h6(device: 2423). H11: h6(device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted, struts detached and perforated outside of the ivc lumen. The device and the detached struts were removed percutaneously. The patient experienced chronic abdominal pain lower right due to filter removal and stents placement. The current status of the patient is unknown.